Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the liver during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, after deploying the first band, the suture broke. It was noticed that the remaining bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the liver; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached and one band was moved out of its position and overlapped. The suture was intact and was attached to the ligator head and the trip wire loop. The trip wire was cut, most likely it was cut to separate the device from the scope, which is not considered a device problem. The trip wire was secured in the handle slot. The suture hole was in good condition with no damages observed. Some ligator head teeth were damaged (bent). These findings were consistent with the findings when the device was observed under magnification. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some ligator head teeth were bent/damaged and one band on the ligator head was moved from its position. These suggest that the device could not deploy. These conditions could have been generated due to handling and manipulation of the device during its use which can lead to move the suture knots from their position in the ligation unit. This would result in more tension applied to the component leading to bend the teeth, consequently, causing the bands deployment problem. It is likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the liver; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the liver during a varicose vein ligation procedure performed on may 20, 2022. During the procedure, after deploying the first band, the suture broke. It was noticed that the remaining bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the liver; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.